Manufacturer narrative:
Evaluation, result: no ts or suture were returned; failure mode cannot be confirmed. Product evaluation: one fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device showed the actuator is in its pre t2 deployment position indicating a deployment of t1. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Although the failure mode cannot be confirmed, a corrective action has been opened to investigate this failure mode. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. (B)(4).

Event description:
During a posterior medical meniscus repair, it was reported that t1 did not pass from meniscus and the t2 implant came out.